Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she attempted to use the patient programmer (pp) and she saw a power on reset (por) screen. She thought the screen would go away if she left the programmer alone for a few days but when she went to check the pp, the por was still there. There were no symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the cause of the issue and the actions taken to resolve it. If additional information is received, a follow up report will be sent.